Event description:
It was reported that the nurse needs a temperature in cable. They have three arctic sun devices, and the cables are not reading patient temperature using any of the three cables. The probes read fine on the bedside monitor esophageal and foley probes in place. For now, they were performing therapy using manual control. Advised it was unsafe to deliver therapy using manual control. This was not a recommended use of this feature, this was intended for troubleshooting and testing. They have no other departments they could borrow a cable from. Recommended they use an alternate means of ttm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.